Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and subsequent surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol bard mesh (flat mesh) on (B)(6) 2010. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol "bard mesh." As reported, the attorney alleges patient experienced emotional distress and the device was defective.